Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after an interventional left iliac stenting procedure with a 7f sheath. Reportedly, the foot did not retract when returning the lever to its original position. The device was removed carefully but with forced manual pulling. The edges of the arteriotomy had already been successfully engaged and the device achieved reasonable hemostasis accompanied by some manual pressure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficult to close the foot could not be determined. Factors that contribute to the inability to close the foot, include, but not limited to tissue or suture caught in foot. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force.